Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the complaint; the impactor has cracked. Furthermore the device was chipped and missing material. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the account request we swarm out rp tibia impactor head. It has a crack in it. No patient involvement. No surgical delay.